Event description:
It was reported that the ventilator generated three technical error codes at start up. The technical error codes indicated ambient air temperature sensor range error, air humidity sensor range error and ambient air temperature and humidity sensor error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit alarmed for ambient air temperature sensor range error, inspiratory flowmeter temperature sensor range error and ambient air temperature and humidity sensor error. Our field service engineer investigated the ventilator, replaced the inspiratory channel but it did not solve the issue and this part had been changed once before. The turbine was mentioned to be purchased but it has not been confirmed weather it was replaced or not. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: #(B)(4).